Event description:
It was reported that, during testing, a 980 ventilator generated an error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation flow sensor (evq. The se performed calibrations and extended self-testing on the device and all tests passed.